Event description:
Boston scientific received information that this right ventricular (rv) lead had displayed out of range shockling impedance measurements greater than 125 ohms. There was no adverse patient effects reported.

Manufacturer narrative:
At this time the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.